Event description:
Reported event: clip extraction. Time of malfunction: after vessel closure. Symptoms/ae: none. It was reported that a physician unknown if trained in the use of the starclose device achieved arteriotomy closure of the right common femoral artery after an intervention procedure. Reportedly, when the procedural sheath was removed, a starclose clip implanted two days prior was extracted. There was no noted difficulty during the renal pta when passing guide catheters through the sheath. The second starclose was inserted without difficulty and there were no known complications of the right groin. No adverse patient effects were reported. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.